Event description:
The customer reported that the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the factory for evaluation. Review of the ventilator event log confirmed a vent inop due to a pressure sensor failure during operation.

Manufacturer narrative:
Analysis in progress.